Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) picture was submitted for evaluation, and a proper evaluation could not be performed from the evidence in the images provided. However, due to the high number of complaints and based on other confirmed complaints of the same nature, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, the new needles have had issues, such as bending, breaking off and being very dull that they are unable to puncture through the skin. No injuries were reported as a result of this issue.